Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The name of the initial reporter listed (B)(6).

Event description:
It was reported that while supporting a patient a sudden auto-fill failure occurred on the cardiosave intra-aortic balloon pump (iabp). There was no sign of a leak and all connections were secure. A second unit was tried and the same situation occurred. The physician was called in to change the balloon. No adverse event was reported.